Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information unavailable. A manufacturer representative went to the site to service the system and performed gain calibrations. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the image on the mobile view station (mvs) looked grey, and then the monitor itself when blank/black. The green power button was still illuminated on the system. The image acquisition system (ias) and mvs were still powered on and connected. The radiologic technologist (rt) stated they had unplugged and re-plugged the mvs interface cable connection multiple times and had tried rebooting without resolution. Technical services (ts) had the rt disconnect the mvs interface cable and power down both the ias and mvs individually then waited 20 seconds. Ts then had the rt boot the ias and mvs individually and while not connected. The mvs booted, and the ias booted with a message, "warning calibrations overdue". The rt acknowledged the warning. The mvs interface cable was reconnected, the system initialized, and a 2d image was taken. The image appeared normal. Ts recommended gain calibrations be performed. This issue occurred intraoperatively and caused a 15-minute surgical delay. There was no reported impact on patient outcome.